Event description:
The customer reported that he received a prime rewind alarm on his insulin pump when he went to put in a new reservoir. The customer's blood glucose level was not recalled. The customer stated that insulin was spewing out during the priming process. He also stated that the insulin pump was dropped three days prior to the prime rewind alarm occurring. While troubleshooting, the customer reported that the drive support cap appeared normal. He was advised to discontinue use of the insulin pump and revert to a back-up plan. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Manufacturer narrative:
The insulin pump alarmed during the prime test due to a faulty gold force sensor resistor. The insulin pump was received with a cracked case on the display window corners, minor scratches on the display window, a cracked case near the reservoir tube window corners, cracked reservoir tube lip and cracked battery tube threads.